Manufacturer narrative:
The insulin pump was received with a scratched case, cracked casing behind the insulin pump near the battery compartment, missing retainer ring, missing reservoir tube o-ring, cracked battery tube threads, pillowing keypad overlay, keypad overlay texture damage, cracked select button keypad overlay, and minor scratches on the lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that there was a large crack on the back of the customer's insulin pump. The battery cover was also broken. The patient's reported blood glucose was 4.2 mmol/l. The insulin pump was returned and replaced.